Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient's anatomy and health issues and is not related to a product issue.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient's anatomy and health issues and is not related to a product issue.